Event description:
It was reported that a patient experienced myocardial infarction and subsequently passed away coincident with automated peritoneal dialysis (apd) therapy. The cause of the myocardial infarction was not reported. The patient was hospitalized on the same day as onset of the myocardial infarction. Treatment for the event was not reported. It was reported that the patient passed away on the same day of hospitalization. It was not reported if dianeal and extraneal therapies were ongoing at the time of death. It was not reported if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.